Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 15/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, when inflating the flextome¿ in the vessel, it was noted that the balloon burst at 8atm. The physician removed the flextome¿ balloon and used an unspecified post dilation balloon and stent to complete this procedure. No patient complications were reported and the patient's status was stable.